Event description:
It was reported that the device stopped reading oxygen levels during two different studies. Customer reported testing the device on himself after the first incident was unable to repeat the error. Customer reported that the device was put back to use with the night technicians and device failed again. It was reported that the sensor works fine for at least an hour and then suddenly fails. There were no consequences or impact to pt.

Manufacturer narrative:
The returned device was evaluated. During investigation of the device, it was found that the sensor functioned intermittently due to a broken solder joint on the red conductor at the emitter solder joint assembly. This caused an intermittent connection when sensor is manipulated at the emitter assembly area. The sensor was tested with a lab red lnc cable and lab radical-7. When the sensor is manipulated to an "open" condition the instrument audibly and visually alarmed, and a "replace sensor" error message was displayed. When the sensor is held in normal operation it provides spo2 and pulse rate values. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.